Event description:
(B)(4). Since having this procedure I have had extremely heavy periods, irregular periods, painful cramps, headaches, diarrhea, fatigue, high blood pressure, irregular heartbeat.

Event description:
(B)(4). Forgot to add depression, major hair loss, thyroid problems, weight gain, and vision problems.